Event description:
Caller reported that their pump screen was not functioning, as it remained dark and wouldn¿t turn on. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through troubleshooting steps, but the pump failed to respond properly and displayed a malfunction code. This led to the decision to replace the pump. The caller was instructed to return the faulty pump within ten days to avoid being charged and was informed about transferring settings and connecting their continuous glucose monitor (cgm) to the replacement device. The replacement pump has been dispatched to the caller. The customer will use a backup pump for insulin delivery.